Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens. In addition, our technician confirmed that the angle wire fluid damage, the insertion flexible tube fluid damage, the segment fluid damage, the control body fluid damage, the down pulley wire fluid damage, the mechanical base plate fluid damage, the lcb (light carrying bundle) fluid damage, the us connector cable (long) buckled, the water nozzle clogged, the control body corroded, the mechanical base plate corroded, the operation channel (primary) leak, the operation channel (primary) cut, the down pulley wire worn out, the angle wire hard to move, and the deflector wire hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).